Manufacturer narrative:
The device involved in the reported event was requested for evaluation however to date it was not received. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in (B)(6) indicated that during a procedure the cutter was cutting with delay and the cutting performance was not good. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One opened bl5623 pouch was received for evaluation. The label is torn,the lot number and expiration date cannot be verified. Visual examination of the cutter found the tip protector missing, the needle is not bent and the port window is in the opened position. Dried solution is visible in the tubing. The connectors were inspected and no defects were found. A functional test was performed using the stellaris system. The cutter had good clean cuts throughout the various cut rates and the aspiration was good. The cutter performed as intended.